Event description:
It was reported that the set screw was missing from the nail kit. It was reported that there was a small delay during the operation, and allegedly no major complication.

Manufacturer narrative:
Device was missing from the packaging. Once the investigation has been completed any add'l info will be reported in a supplemental report.